Event description:
(B)(4). Chronic infections, abnormal lab work, chronic pain, allergies, gastritis with no know cause, chronic headaches, fibromyalgia, chest pains, sinus arrythmias and other health problems. Device was covered by insurer.